Event description:
Rptr had 1st set of silicone implants in 1985. The left side became grossly deformed and hard, with grainy, crunchy feel and sound to touch. Had implants replaced in 1988 with polyurethane-covered silicone implants. In 4/94 both breasts began to burn from the inside of breasts. She used icepacks, but burning did not go away. She had implants removed 1994. She showed considerable reaction to silicone. She also had drainage from the right nipple. Pathologist identified crystals, solid debris, histiocytes. Silicone implants were not ruptured but she had, and continues to experience severe fatigue among other medical problems. She had to work in 1990. Rptr has autoimmune disease and peripheral neuropathy. She had a myoclonic sleep disorder in 1992. She must return for a cancer workup in 6 months. After her 2nd set of implants, she had twins, both of whom have been sick and test positive for silicone antibodies. (Also see 1005036.)